Event description:
Customer reports that she obtained results of 62mg/dl and 99mg/dl within 3 minutes on the same device. Customer reportedly drank orange juice and yogurt in response to his test results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.